Manufacturer narrative:
H10: manufacturing review: a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned. The balloon had not been inflated, the pleats, fold and stent crimp marks still intact. The stent was present on the balloon but dislocated 1.5mm over proximal marker band. The result of the investigation is confirmed for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: -do not use if packaging/pouch is damaged. -attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Directions for use: 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. H10: d4 (expiry date: 12/2021), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that prior to a stent placement procedure, the stent allegedly dislodged from the balloon. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that prior to a stent placement procedure, the stent allegedly dislodged from the balloon. There was no patient contact.